Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the anatomy resulting in the reported failure to advance. Inadvertent mishandling ultimately resulted in the reported material separation. The reported pain was a result of the separated portion of the wire being left in the patient anatomy. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery. On (B)(6) 2019, a ht bmw universal ii guide wire failed to cross the brachial artery due to the anatomy. The guide wire was removed without issues and the procedure was successfully completed with an unspecified guide wire. It is unknown when but at a later point the patient complained of right arm pain. On (B)(6) 2019, an ultrasound was performed and nothing was noted. Again, the patient complained of recurring right arm pain. On (B)(6) 2019, a CT scan was performed and it was noted that the three pieces of wire were left in the patient. The physician reported that the distal portion of the guide wire separated during the initial procedure; however, since it was in the patients arm it broke into three pieces. On (B)(6) 2019, the patient had surgery to remove two pieces of wire from the extravascular area of the right arm. On (B)(6) 2019, the patient had surgery to remove the last piece from the subclavian artery. The patient is doing fine. No additional information was provided.